Event description:
The customer obtained non-reproducible vitros ckmb quality control results (biorad 2= 2.90, 2.42 vs. Expected 9.68 ng/ml) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected vitros ckmb patient sample results. There was no allegation of patient harm as a result of this event.(B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible vitros ckmb quality control results were obtained on a vitros 5600 integrated system. There was no evidence that a reagent issue or an instrument issue contributed to the event. The assignable cause of this event is unknown. However, pre-analytical quality control sample handling could not be ruled out as a contributing factor.